Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned device found the valve was returned crimped on the inflation balloon, distal end of balloon was bunched up distal to the valve, the crimped balloon was observed bunched proximally towards balloon shaft, inflation crimped balloon bond was intact, and the crimped balloon material was fully separated just proximal to the inflation/crimp balloon bond. No other abnormalities were observed. Dimensional testing of the device revealed that the tear was a material failure on the crimp balloon rather than a bond failure. The double wall thickness was measured and all dimensions were within specification. No functional testing could be performed on the returned device due to the condition of the device. Cine images were provided and the following observations were observed: valve is within position in the annulus for deployment; however, thv is offset. An attempt was made to inflate the thv, and partial fluid is seen exiting the system, proximal to the crimped valve. No images were provided of following: valve alignment, crossing of aortic arch, crossing annulus, pulling back of the flex tip to the triple markers, and withdrawal of delivery system into sheath. · image of the valve strut punctured into the balloon was not present. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. In addition, during manufacturing, the balloon are visually inspected for defects. Also, the balloon wall thickness is 100% inspected. The complaint was confirmed for torn balloon; however, no indication of a potential manufacturing non-conformance was identified. Due to the returned condition of the device, functional testing was unable to be performed. Dimensional inspection of the crimp balloon wall thickness met specifications. Visual inspection shows that the bond in this location remained intact. The complaint for valve movement on balloon was unable to be confirmed. Visual and dimensional inspection of the delivery system did not reveal any manufacturing non-conformances that could have contributed to the displacement of the valve during the retraction of the flex catheter. Review of cine images confirmed that the valve was offset within the annulus. In this case, procedural factors may have contributed to the event. No manufacturing non-conformities were observed. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the (B)(4) 2015 control limits for this trend category. Therefore, no corrective or preventative action is required. Method: actual device evaluated; (B)(4); use testing (B)(4); process evaluation (B)(4). Result: unreachable (B)(4). Conclusion: operational context caused or contributed to event; (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our denmark affiliate, the delivery system would not inflate and the device had to be surgically removed. As reported, the procedure went well until the step where the flex catheter is pulled back. When the catheter was pulled back, the valve was drawn back as well. Efforts to resolve the situation were unsuccessful so they decided to implant the valve even though it was not fully on the balloon. During inflation, the balloon would not inflate; it was assumed it was punctured. They succeeded to draw the valve back into the groin and with surgery they removed the valve. After that, they implanted a sapien 3 valve through a transapical approach with success. At last report, the patient was doing fine.